Event description:
An alarm issue was reported with the adc device in use with samsung a14 with android operating system version unknown. The customer reported the low alarm did not sound and as a result, the customer experienced hypoglycemia and was unable to self-treat. It is unknown if customer experienced a loss of consciousness or seizure. Customer had contact with a non-healthcare professional (household family members) who obtained a blood glucose reading of 2.9 mmol/l and provided unspecified "help" as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing low glucose alarms. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s10 (android 12, 2.10.1.10406) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung a14 with android operating system version unknown and app version unknown. The customer reported the low alarm did not sound and as a result, the customer experienced hypoglycemia and was unable to self-treat. It is unknown if customer experienced a loss of consciousness or seizure. Customer had contact with a non-healthcare professional (household family members) who obtained a blood glucose reading of 2.9 mmol/l and provided unspecified "help" as treatment. There was no report of death or permanent injury associated with this event.